Event description:
The MFR received a complaint that identified a non-delivery during infusion of a chemotherapy drug (5fu). The user suspects that the non-delivery was caused by a malfunction of the infusion set. The pt was sent home with the infusion system for a 24 hour treatment. When the pt returned to the facility the following day, the health care professional discovered that none of the drug had been delivered. There is no report of pt injury or complications.